Event description:
It was reported that a patient underwent an lumbar fixation from l4-s1. At an unknown time post-op, the patient presented with pain. X-rays show that screws in the sacral area were broken. A revision surgery was done to remove and replace the broken screws. Patient was last listed as stable and pain free.

Manufacturer narrative:
(B)(4). Neither the device nor films of applicable imaging studies were returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event.